Event description:
Rptr states per operative report there was an obvious fracture of the medial tibial plate. The femoral prosthesis had rubbed against the metal on both sides. There was some burnishing of metal and a large groove made in the tibial tray.